Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter read inaccurately erratic. The following complaint was classified based on additional information obtained from the patient during a follow-up telephone call. The patient stated that the alleged inaccuracy began around (B)(6) 2014 (time not provided). The patient stated that she obtained 10 readings of between "149 and 332 mg/dl" on the subject meter, all taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient could not recall the readings she obtained from the subject meter before the alleged inaccuracy began. The patient manages her diabetes with oral medication with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient stated that she developed symptoms of "nausea and blurry vision" at the same time as the alleged inaccuracy began; however, she denied having received any treatment. At the time of initial troubleshooting, the customer support representative (csr) noted that the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the test strips had expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient stated that she developed the symptom of "blurry vision" at the same time as the alleged inaccuracy began. This symptom does meet lifescan's criteria for a serious injury. As the patient was using expired test strips to test her blood glucose, it's more than likely the alleged inaccuracy occurred before the onset of symptoms.